Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient reported ins is beeping. The caller was not with the patient. Tss reviewed that ins doesn't have the capability to beep and shouldn't be beeping. Tss reviewed having patient keep diary of when they hear the beeping and suggested meeting with patient to interrogate ins. Caller mentioned that patient is out of state visiting family - tss reviewed that since patient is in a different environment than their own home, there may be something beeping that they weren't aware of and to see if there is anything else around them that could be causing the beeping.